Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was high impedance and pacing failure on the right ventricular (rv) lead. It was noted there was connection problem between the device and lead. Device. The atrial pacing was not delivered when dual chamber fixed rate (ddd) mode at rate of 60 was set against 40bpm of the patient¿s own pulse. Automatic accounting instructions (aai) mode,single chamber fixed rate (vvi) mode and left ventricular (lv) alone were attempted and no problem was observed with them, but atrial pacing failure began to occur when the device mode was set in ddd mode, and thus the device was replaced with a new one. In fact, ddd mode functioned with the new device without problems after the replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.